Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Notes: initial MDR originally submitted to the FDA on 20dec2018, however there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A loaner device was returned to pentax medical on 19/dec/2018 for routine service. Inspection of the unit was performed on 19/dec/2018 where the quality control inspector found the following: distal cap/ case cracked. Distal cap - fixed type failed epoxy seal integrity inspection. Up/ down angulation knob play. Passed dry leak test. Elevator body sticking. Passed wet leak test. Customer complaint not stated. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to inventory upon completion. Parts replaced: deflector operating wire. Distal case/cap.